Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported failure (error c-34) was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure the monopolar function of the erbe generator wasn't working. Error message c-34 was displayed. A reboot of the generator performed prior to calling didn't solve the issue. Intuitive technical support engineer (tse) informed caller that a replacement of the generator may be needed. Surgeon was able to finish the procedure under these circumstances. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe integrated electro surgical unit(iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.